Event description:
The strip gave a reading of 30 points below pt's actual blood glucose. The pt had to be hospitalized. The pharmacist compared blood glucose using co's strip with another co's strip. Co strip gave inaccurate glucose reading.